Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook gunther tulip filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k090140, k112119 or k121057. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016." "On (B)(6) 2016, physician made unsuccessful retrieval attempts of the cook gunther tulip filter, both via the jugular vein and via the right common femoral vein. When retrieval of the filter proved to be unsuccessful, and following further examination of the [pt] with fluoro, physician noted that the cook gunther tulip filter had migrated from the inferior vena cava and was lodged in the right ventricle of [pt]s heart. During the numerous attempts to retrieve the cook gunther tulip filter, [pt]s heart rate slowed on a number of occasions and [pt] suffered from severe episodes of bradycardia, pericardia! Effusion, and symptomatic pericardial tamponade requiring urgent pericardiocentesis and pericardial catheter placement. Because the cook gunther tulip filter could not be retrieved intravascularly and due to [pt]s physical condition, emergency surgery including cardiopulmonary bypass was required to remove the cook gunther tulip filter from the right ventricle of [pt]'s heart. The emergency surgery required the opening of [pt]s sternum and pericardium and cardiopulmonary bypass was initiated. The right atrium was then entered and the cook gunther tulip filter was found in the right ventricle with the tip pointed toward the right ventricular apex and the legs of the filter entwined with the chordae tendinae of the tricuspid valve preventing the closure of the tricuspid leaflets. The entwinement of the filter legs with the chordae tendinae required careful surgical procedures to unwind the legs and chordae tendinae. Once the filter was unwound from the chordae tendinae, the filter was removed from the [pt]s heart. It was further noted that there was an area of ecchymosis near the apex of the ventricular which was consistent with filter puncture at that area of [pt's] heart. Due to the migration of the cook gunther tulip filter to [pt]s heart and the required open heart surgery to remove the cook gunther tulip filter from [pt]s heart, patient outcome: it is alleged that "[pt] suffered injury and pain and suffering, and currently suffers from and will continue to suffer from numerous other health risks for the remainder of his lifetime, including increase risk of heart failure, kidney damage, and increased risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life and may ultimately require additional surgeries in the future."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received. This event has also been submitted to FDA under manufacturer report #3002808486-2016-00260. Manufacturer report#3002808486-2017-01189 will be closed/cancelled, and all future medwatch reports concerning this event will be referred to in manufacturer report #3002808486-2016-00260.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Corrected data based on new information received. Adverse event and product problem to adverse event. Attorney: (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/29/2017 as follows: patient received an implant on (B)(6) 2016 via the right internal jugular vein due to bilateral pulmonary emboli, left lower extremity thrombus. Patient experienced migration to the right ventricle, failed removal attempt with complications, open emergency surgery required; patient is alleging anxiety. Attempted percutaneous removal of ivc filter and successful emergency open surgery were performed on (B)(6) 2016.